Manufacturer narrative:
Section h6 evaluation codes were updated due to device evaluation method code (annex b) - remove b21 and add b01 result code (annex c) - remove c21 and add c13 component code (annex g) - remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and entered into back up ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirms the reported buv. The service personnel (sp) inspected the ventilator and confirmed the reported issue of unit entered buv but was unable to duplicate it. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and entered into back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section d9 estimated date of return section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. The device is currently under evaluation at the japan service center. A review of the ventilator logs confirms the reported buv. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.